Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa6109m01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the physician that, all four t-fasteners broke while the physician was using the telescoping dilator resulting in the stomach pulling away from the abdominal wall, which created a large pneumoperitoneum and could not be suctioned out. The physician was not able to place the tube and the patient experienced severe abdominal pain. The patient is an als patient that requires full assistance. No additional information was provided.